Event description:
Report of an unspecified number of filter tubing sets where air was noted distal to the filters. The reporter stated that the air was noted between the filter and the pt's access sites. The pts had been receiving tpn with lipids at home with an aim plus pump via either a broviac catheter or a PICC line. Each night the infusion bags are connected to the tubing sets and gravity primed. It was reported that approximately three tubing sets were used each night because air was seen distal to the filter during the first 25 minutes of the infusion. There were no reports of bleed back or air entering the pt. Although requested, no additional info was available.